Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome cable is broken and the device does not work. The event occurred during a kit inspection. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Upon receipt of additional information, it was determined that the subject device did not cause or contribute to the reported event; therefore, this report was forwarded in error and should be voided.

Event description:
No additional event information is available.